Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided. E1: last name unknown / not provided. G4: additional PMA/510(k) number k013227.

Event description:
It was reported that patient came in for an evaluation of fractured implant #14. A periapical x-ray and a CT scan confirmed the fracture. Symptoms as a result of the event: mobility of crown.